Event description:
Additional information received identified the patient's scs system was explanted.

Event description:
It was reported the patient is experiencing pain at her scs lead site as the lead feels superficial and a lump is present at the site. Additionally, it was reported the patient experienced ineffective stimulation which was addressed with reprogramming; however, due to the pain issue, the patient is unable to determine whether the stimulation issue has resolved. Surgical intervention will be taken at a later date to address the pain issue. Date of event is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.